Event description:
A report was received stating after 21 days in use, during a routine cuff check the cuff was found to need inflation. Clinician inflated the cuff with air and but found the pressure to have dropped during a check 4-5 hours later. No incident related medical sequela was reported.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet befun as the device is currently in transit to the investigation iste. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.